Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. Technical root cause could not be determined as the system was within specifications and worked as intended. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that approximately three weeks following bilateral lasik surgery, the patient was diagnosed with medicamentosa in both eyes. The diagnosis was caused by the use of artificial tears with preservatives. The patient reported eye dryness and irritation. The event was treated with increased topical steroid drops. The event resolved eight weeks later. No further information is expected. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.